Event description:
It was reported that an ilet user experienced progressive hyperglycemia after a caregiver changed pump supplies, with the display indicating high glucose. The caregiver suspected limited site rotation contributed and, with agent assistance, replaced the infusion set and tubing without changing the cartridge, after which insulin delivery resumed. Symptoms included elevated blood glucose without reported clinical manifestations due to the patient being nonverbal. Outcomes included no emergency treatment and no hospitalization. Investigation included troubleshooting and user education regarding infusion site management and set replacement. Investigation of this case revealed no device malfunction observed during the call, with a probable infusion site or flow issue related to site selection and tubing/set performance considered. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to insufficient evidence of a device failure and the possibility of site-related issues. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.